Manufacturer narrative:
This report was created to capture events related to the onyx. The onyx will not be returned for evaluation as it was consumed in the event; therefore, the event cause could not be determined. In addition, the lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4). Information received from the same report as MFR# 2029214-2015-00401.

Manufacturer narrative:
Event description - additional information. Device manufacture dat - correction additional information was received indicating the anatomical location where the onyx extravasation occured.

Event description:
The second branch (right superior pterional artery) was navigated with a competitors microcatheter which permitted to occlude completely using a 0.64 ml volume of onyx and dural shunt. During the last injection in the second branch, there was extravasation of .1 ml of onyx.

Event description:
Medtronic (covidien) received notification that a patient was embolized with onyx 18 for dural arteriovenous fistula (davf) using approximately 1 ml of onyx. At the moment of the last injection there was extravasation of 0.1 ml of onyx without hemorrhagic complication. Embolization was attempted in two distinct access of the middle meningeal artery. First branch navigated with a marathon microcatheter was dissected because of tortuosity and was spontaneously occluded. No onyx was injected through this branch. The second branch was navigated with a sonic microcatheter which permitted to occlude completely using a 0.064 ml volume of onyx and dural shunt. Since the arteries were occluded no further action was required. The patient recovered without sequelae on (B)(6) 2014.